Event description:
It was reported that the user forgot to reconnect the ilet pump after dinner, resulting in high blood glucose. The user had already performed a full infusion set and cartridge change, and follow-up later confirmed the system was functioning and glucose trending down. Symptoms included hyperglycemia reaching 401 mg/dl accompanied by thirst. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to not reconnecting to ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.